Event description:
The customer reported that the device takes a long time to boot up and sometimes the screen is blank. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no adverse patient impact reported.